Event description:
It was reported that the indicated battery charge on the customer's device dropped rapidly to 5% within a short period. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to connect the pump to a power source using known charging supplies, and the battery charge did not continue to decrease once plugged in. Customer resumed pump therapy.